Event description:
It was reported that during the lead implant, the doctor was unable to obtain venous access on the patient's left side. The lead was not implanted. A shorter lead was implanted on the right side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted and the inner tubing was kinked/buckled.